Event description:
Customer reported the following: during an infusion the primary IV tubing was noted to be dripping and staff observed a crack in the pumping segment of the tubing. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt information provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Method: field left blank - no available code for review in process.